Event description:
Reportedly, fired ceea 21 for esophagojejunostomy (end to side anastomosis), but the tissue was not cut completely and some staples were not formed properly. The surgeon cut the uncut area with a surgical scissors and oversewed the tissue. After that, fired ceea 25 for jejunojejunostomy (side to side anastomosis), but the same problem occurred, then recovered the tissue with a surgical scissors and oversewing. No leakage. No bleeding. This event is reported in 2 records in cts. Email sent. 8/30/06-confirmed per rep tha tthe surgical time was extended more than 30 mins. Will change to a serious injury/adverse event because ofthe extended surgical time. Procedure: roux-en-y.

Manufacturer narrative:
08/30/2006: initial report sent to FDA.